Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the balloon of a small volume folfusor. The reporter stated that the filling port of the pump did not close tightly after filling with 127 ml of nacl/fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date from december 2, 2016 to december 3, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted evidence of leak/backflow at the fillport after the fillport cap was removed. Closer examination revealed that the cause of the condition was a glass particle lodged under the checkband. Fourier transform infrared spectroscopy identified was performed and revealed that the glass particle did not come from the folfusor. The cause of the glass particle could not be determined. Should additional relevant information become available, a supplemental report will be submitted.